Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported on a social media platform that cgm inaccuracies caused them to experience diabetic ketoacidosis on 7 different occasions. This report is 5 of 7 allegations of inaccurate cgm values that had similar event details. No specific readings were reported from these events, but the patient stated that from the start "it" ran 2 to(B)(4) units higher than what "it" actually was. It is unclear if the patient was alleging a high bias or a low bias inaccuracy from the cgm device. No further event information was available, and the patient declined to provide further information. No other details were documented, and no patient details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This report is 5 of 7 allegations of inaccurate cgm values that had similar event details. Related records: (B)(4).